Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the surgeon was using a 2.0 straight plate (02.420.008) across the cuboid-4th metatarsal joint. Surgeon drilled with a 1.5 volt drill bit and inserted a 2.0x20mm cortex screw, which continued to spin. Surgeon redrilled a new hole, ensuring that he drilled bicortical, remeasured & attempted to insert a different 2.0x20mm cortex screw which again continued to spin. Surgeon attempted a 3rd hole, but chose a 2.0x20mm locking screw, this screw continued to spin, and the cuboid then shattered. Surgeon removed all volt products and fixated with k-wires. Fragments were generated which could not be removed easily without additional intervention, captured with k wires & splinted.